Event description:
The customer reported the ventilator alaremed and shut down while in use on a patient. The customer reported there was no patient harm. The hospital biomedicaltechicinan reported he unplugged the ventilator during testing to run it on backup battery and the ventilator restarted. The respironics service technician reported he was unable to duplicate the customer reported problem, but confirmed there was a diagostic code in the ventilator log history that indicated a +24 volt failure. The service techician replaced the power supply to correct the problem. Extentded self testing (est) and performance verification testing was perfomed and all test passed per operating specifications.